Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported the lead has had 65 episodes of ventricular high rates and the noise was unable to be duplicated. The lead remains in use. No patient complications have been reported as a result of this event.